Event description:
Spinal fusion and bone graft were done with 2 harrington rods, 10 pedicle screws, and 5 metal plates. Bone graft did not take. Rptr is in constant pain and cannot bend. Rods and screws must be removed because rptr is in danger of them breaking. They are in all of lumbar spine, l1 and down.